Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 500 mg/dl). Infusion set was changed and correction boluses were delivered to address bg. Contact met with customer's healthcare provider and cause of elevated bg could not be determined. Contact alleged the pump was the cause of the event. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Customer reverted to using manual injections for insulin therapy.